Event description:
During a laparoscopic hernia repair procedure, the staples did not form properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. The production lot number has become available to the MFR and the MFR report #1219161-1997-401 is not the appropriate manufacturing site reference number. Co will submit an initial report with the appropriate manufacturing site reference number which is MFR report #1219930-1997-1175. All info pertaining to this event will be submitted in the initial MFR report #1219930-1997-1175. Please disregard MFR report #1219161-1997-401 and refer to MFR report #1219930-1997-1175 for all info concerning this event.